Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was not able to get the system to initialize. The mobile view station (mvs) booted up to the standard 'exam information' page and then the image acquisition system (ias) gets to the point where it says it was docked, the x-ray was disabled, and the mvs was ready but never progresses past that. They were not having issues resetting e-stop and confirmed they rebooted it multiple times. They have also tried to boot the ias and mvs separately and then connect them once the ias was in standalone mode and that had no change. There was no patient involvement.

Manufacturer narrative:
H3/h6: the system was serviced in the field and failed testing due to the system not being able to fully boot. It was found that the power supply (ps1) had failed. Ps1 was replaced and the voltage was calibrated. This resolved the issue and the system was ready for use. Codes b01, c02, and d02 are applicable. The power supply was returned for analysis. Hardware analysis found that the ps1 failed bench testing. Visual inspection confirmed the ps1 power supply was electrically overstressed. There were damaged resistors and a damaged integrated circuit (ic). Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #: (B)(6) rev. G.this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.